Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 2 failed and was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did notlocate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the control board on the full-height drawer had no lights. A field service engineer (fse) replaced the board to resolve the issue. The customer tested and verified the drawer's functionality. The system functioned as intended after the field service engineer repaired the device.